Event description:
It was reported that the pump issued an occlusion alert and the patient attempted to clear it by initiating fill tubing while connected and delivering approximately 1 unit of insulin through the tubing and infusion set; customer care advised this practice is unsafe and provided education on proper occlusion troubleshooting. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of the information provided. Investigation of this case revealed no device problem, identified a usage problem related to an improper procedure, and involved the tubing component. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.